Event description:
Customer reported positive results for troponin on the instrument where as alternate method reported negative results for troponin. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant troponin results is unknown.